Event description:
On (B) (6) 2010 11:46 am (B) (6), received a call from MFR rep, (B) (4), wanting info regarding a broken hip prosthesis. Per op note, pt had hip placed by dr (B) (6) on (B) (6) 2008. On (B) (6) 2010, pt was admitted to (B) (6) and underwent surgery and found a fractured femoral neck implant. The head and neck were removed. (B) (6) 2010, 12:10 pm (B) (6).